Event description:
It was reported that during the procedure the coil (subject device) prematurely detached in the catheter during use. The procedure was completed successfully and the patients medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, and continuous flush was maintained. The reported issue occurred during reintroduction through the microcatheter after 1 resheath and the device was reportedly damaged (broken) at the junction between the coil and delivery wire. While there are a number of potential causes for the reported issue, because the device was not returned and review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device not being returned for analysis.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached in the catheter during use. The procedure was completed successfully and the patients medical condition was good. There were no clinical consequences to the patient.